Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since product was not returned it has not been possible to determine the root cause of this event, however, it might have related problems with the captor valve iris or the silicon discs. Internal actions were implemented and this specific device was manufactured before implementation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair using two zenith tx2 taa endovascular graft, zteg-2p-38-127-pf and zteg-2d-38-136-pf. The preparation including removing the peel away sheath of the devices were carefully performed. Zteg-2p-38-127-pf was placed first without problem. Then zteg-2d-38-136-pf was placed without problem but blood leakage from the hemostatic valve occurred when the inner introducer was removed. He closed the valve but the leakage didn't stop, so he quickly performed ballooning, and the balloon catheter tip was being inserted in the valve during final angio to prevent leakage. The procedure was completed without any endoleaks. Patient outcome: the patient did not experience any adverse effects due to this occurrence.